Event description:
It was reported that the patient experienced difficulty attaching the luer connector to the ilet during a supply change, requiring excessive force to lock the connector; the connector could be turned and locked when no cartridge was inserted, and the cartridge was reportedly not overfilled. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting with the user to isolate the issue by testing connector engagement with and without the cartridge. Investigation of this case revealed a mechanical connection challenge at the luer interface potentially related to fit or alignment between the luer connector and the inserted cartridge, as normal function was observed when the cartridge was removed and function was eventually achieved with increased force. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interface difficulty related to connection alignment or tolerance stack-up.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.